Manufacturer narrative:
The device will not be returned to olympus for evaluation. The customer had cleaned the light source socket pins with isopropyl alcohol and air and the error has not reoccurred since cleaning. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that an error "b30" occurred. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to dirt or dust on the contact pin of the output connector. Olympus will continue to monitor field performance for this device.